Manufacturer narrative:
Failure analysis on the returned motor controller (mc) board shows that the mc board passed testing and operates normally. No problem found with the motor controller (mc) board.

Manufacturer narrative:
G4:18jan2021. B4:19jan2021. The field service engineer replaced the power management, battery and the blower to address the reported issue. The battery date code indicates that the battery is over 5 years old lot m50361-b0 2012-09. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:18jan2021. B4:21jan2021. The field service engineer reported that the blower was replaced because there's no air coming out and the power management board was replaced due voltage error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19oct2020.

Event description:
The customer reported that the unit won't power on. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported.